Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post-op x-rays shows thoracic lumbar sacral posterior spinal instrumentation. Interbody graft are present at l5-s1, l4-5, l3-4. The patient body "condition" is quite obese. On the immediate post-op x-ray hardware placement appears appropriate. On the delayed x-ray there is a bilateral rod fracture, with the rod completely displaced from the screw heads on one side. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative scoliosis with multilevel stenosis, degenerative disc disease (ddd) and underwent multilevel laminectomy fusion surgery at t11- ileum levels. Post-operatively, the screw loosened. As a result, a revision surgery was performed to remove the alleged screw. No patient complications were reported post surgery.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the pin of the bone screw is not seated fully inside the joint of the screw. There is no thread damage nor surface damage. Unable to determine root cause of pin backing out. If information is provided in the future, a supplemental report will be issued.